Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the setscrew of the right ventricular (rv) lead and left ventricular (lv) lead connector port was removed while the doctor was connecting the lead in to the cardiac resynchronization therapy defibrillator (crt-d) using the torque wrench. It was noted the physician could not fix it again because the setscrew was stuck in the torque wrench. The device was not implanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.